Manufacturer narrative:
Results of investigation: the vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was duplicate in the laboratory setting. The root cause of the reported issue was isolated to a depleted coin cell battery. The unit has passed all test, calibrations and is working to manufacture specifications.

Manufacturer narrative:
(B)(4). At this time, vyaire medical is currently in the process of evaluating the suspect device. Once the evaluation is completed, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the screen on the ventilator was blank. There was no report of any patient involvement associated with this reported event.